Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that they believe the insulin pump was not priming correctly. They stated that they had to change the site of infusion set insertion a couple of times because insulin was not being delivered. The customer stated that they experienced high blood glucose, changed the reservoir, insulin, and the infusion set, treated with manual injection, but their blood glucose would rise again. At the time of the last incident the customer's blood glucose was 500 mg/dl. The customer stated that the cannula was not bent. Sometimes, during priming process, the numbers would go up faster than normal and sometimes insulin would squirt out oat the quick release point.